Event description:
Allergic reaction info was received in 2005 from a surgeon, concerning a pt with unk past medical and surgical history, who in 2005 underwent an adhesiolysis in order to release an ileus. Three sheets of seprafilm were placed, one at the part of the adhesiolysis and two under the mid incision. Few days later, the pt developed an "allergic reaction at small intestine where seprafilm was obviously placed." No further details were provided. The event was still ongoing. The reporting surgeon assessed the allergic reaction as serious, severe, and probably related to the use of seprafilm. The surgeon considered that the causality might be risk factors that the pt already had (not further specified). Conclusions: this conclusion code was chosen because no sample was returned and no lot number was provided by the user facility.

Manufacturer narrative:
Follow-up information was received from the physician on 10-feb-2006, which clarified that at the time of the re-operation seprafilm had completely absorbed. The area where seprafilm had been placed was calcified like glass and had been removed. Laboratory results were also reported (see relevant tests/laboratory data section). Ke y laboratory values included: on 05-nov-2005, the day following of the patient's initial operation, hemoglobin (hgb) 12.8 (normal 13.3 to 17.1) and hematocrit (hct) 38.2 (normal 40 to 50) ; on 24-nov-2005, the date of the patient's re-operation, at 12:10, hgb 6.8 and hct 26.7; on 24-nov-2005, the date of the patient's re-operation, at 12:10, hgb 6.8 and hct 26.7; on 24-nov-2005 at 14:40, hgb 11.2 and hct 31.8; and on 14-dec-2005, 12:10, hgb 6.8 and hct 26.7; on 24-nov-2005 at 14:40, hgb 11.2 and hct 31.8; and on 14-dec02005, hgb 9.3 and hct 29. It was noted previously that on or around 24-nov-2005 a "map4-unit blood infusion" was necessary and that the patient had alleviation of his events as of 06-jan-2006. With respect to medwatch section h6 evaluation codes: conclusions: code 87 this conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the furuter, this complaint will be re-evaluated at that time.